Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the pacing ma and ppm rate settings could not be increased. The complainant indicated that there was no pt involvement in the reported malfunction.